Manufacturer narrative:
The service engineer noticed the procell syringe was contaminated. A decontamination and rinsing was performed, and the instrument worked within specification. All customers have been provided a workaround procedure to prime the instrument when it is determined that their cobas e 801 module is potentially affected by this issue. They are also instructed to contact roche technical support. A roche field service engineer will perform the procell ii m flowpath decontamination procedure and the procedure should be performed every 4 weeks until your cobas e 801 module is switched to the improved procell ii m formulation. Improved procell ii m is available in the us and roche field service engineers are in the process of converting customers to the new procell ii m.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous high results for 3 patient samples tested for elecsys ft4 iii (ft4 iii) on a cobas e801 module. Patient 1 initial result was 88.4 pmol/l. The repeat result was 15.2 pmol/l. Patient 2 initial result was 96.3 pmol/l. The repeat result was 16.7 pmol/l. On (B)(6) 2019 patient 3 initial result was 89.2 pmol/l. On (B)(6) 2019 the repeat result was 15.0 pmol/l. The initial results for all 3 patients were reported outside of the laboratory. The clinicians were contacted and informed of the erroneous results. There was no allegation that an adverse event occurred. The ft4 iii reagent lot number was 378844 with an expiration date of 30-jun-2019. Calibration signals were slightly lower than expected. Qc was acceptable. Several abnormal aspiration alarms were observed on the alarm trace data.